Event description:
It is reported that the non-preloaded monofocal intraocular lens (iol) had a broken haptic, and there was patient contact. It was stated that the cataract surgery was completed by using a non-j&j lens during the same procedure. No injury or medical intervention was required. The current status of the patient remains unknown. No further information has been provided.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 06,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the original folding carton was received along with a dfu, implant notification card, patient card, patient stickers, and the back of a sterilization pouch. No lens was received. Product evaluation was not performed because the suspect product has not been received. If product is received after initial closure, the product investigation and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.